Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky unresponsive buttons. Blood glucose level of the customer was unknown. It was reported that the insulin pump had unexplained no delivery alarms, it was frequently rejecting new batteries, it was losing time and date setting and had crack. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected reset alarm anomalies noted. Device received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.